Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified administration set leaked from a port onto the patient¿s bed. This occurred during infusion of an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.